Manufacturer narrative:
(B)(4). The third party biomed evaluated the device and verified the reported issue.  The therapy pcb assembly was replaced and proper device operation was observed through functional and performance testing.  The device was then returned to the customer for use. The device has not been returned to physio-control for evaluation.

Event description:
The customer reported that their device had its service indicator present and had logged a potentially critical event code. The event code is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform. The defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.